Event description:
It was reported that an additional cuff was implanted due to recurring incontinence and tissue atrophy. Pt outcome was reported as excellent.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.